Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic\ right side pain') in an adult female patient who had essure (batch no. 886080-not valid, 664654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterus enlarged. Concomitant products included ibuprofen (excedrin ib) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("uti\infection type: uti") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced diverticulitis ("diverticulitis"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergy - rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), inflammation ("autoimmune disorder type-inflammation"), nausea ("nausea"), erythema ("rashes or skin conditions type: very dry skin with redness"), dry skin ("rashes or skin conditions type: very dry skin with redness") and skin irritation ("rashes or skin conditions type: skin irritation"). In (B)(6) 2013, the patient experienced feeling abnormal ("brain fog"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal) abdominal cramping"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding) abnormal bleeding menorrhagia"), adenomyosis ("uterine adenomyosis") and vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"). In (B)(6) 2018, the patient experienced trismus ("lockjaw"). On an unknown date, the patient experienced alopecia ("hair loss"), pelvic adhesions ("possible pelvic adhesions"), back pain ("back pain") and abdominal discomfort ("abdominal pressure"). The patient was treated with surgery (hysterectomy. (Partial),salpingectomy bilateral). Essure was removed on 10-oct-2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and abdominal discomfort had resolved and the diverticulitis, menorrhagia, vaginal discharge, dermatitis allergic, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, feeling abnormal, inflammation, adenomyosis, pelvic adhesions, vaginal haemorrhage, migraine, trismus, nausea, back pain, erythema, dry skin and skin irritation outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, alopecia, back pain, bladder disorder, dermatitis allergic, diverticulitis, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, inflammation, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, skin irritation, trismus, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, bladder/urinary problems, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: 1. Free retroperitoneal air surrounding the right kidney with free fluid along the right perinephric space and right anterior para renal space extending into the right hemipelvis. Likely related to duodenal perforation. 2. Nasobiliary drain has its tip in the left biliary ductal system. Mild right intrahepatic biliary ductal dilatation is seen in this patient post cholecystectomy. 3. The bladder is the report please also add. 4. No localized fluid collections to suggest abscess. 5. Trace bilateral pleural effusions with bibasilar atelectasis; on (B)(6) 2013: impression: 1. Nasobiliary tube in place with right retroperitoneal fluid similar in volume to the prior study. There has been some interval decrease in the amount of right retroperitoneal air. 2. Slight decrease in intraperitoneal fluid in the pelvis. 3. Bilateral pleural effusions, right greater than left, with some compressive atelectasis bilaterally unchanged; on (B)(6) 2013: impression: 1. Large right-sided retroperitoneal abscess which has a more loculated appearance than on a study of (B)(6) 2013. 2. Mild right basilar atelectasis. 3. Status post cholecystectomy with mild pneumobilia; on (B)(6) 2013: impression: 1. A percutaneous pigtail catheter is seen in the right iliac fossa. Immediately medial and superomedial to this is a small cylindrical fluid collection measuring up to 2.0 x 1.8 x 8.5 cm is maximal diameter, which is vertically oriented from the level of the lower pole right kidney to the level of the mid 1.5 vertebra. 2. Statue post cholecystectomy. The mild intra- hepatic pneumobilia is probably due to reflux of air from the duodenum due to incompetent sphincter of oddi. 3. Mild sigmoid diverticulosis without CT evidence of diverticulitis. 4. No evidence of extravasation of oral contrast on the current study. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Everything looked good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: update of information (batch is not valid). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic\ right side pain') in an adult female patient who had essure (batch no. 886080-not valid, 664654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterus enlarged. Concomitant products included ibuprofen (excedrin ib) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("uti\infection type: uti") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced diverticulitis ("diverticulitis"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergy - rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), inflammation ("autoimmune disorder type-inflammation"), nausea ("nausea"), erythema ("rashes or skin conditions type: very dry skin with redness"), dry skin ("rashes or skin conditions type: very dry skin with redness") and skin irritation ("rashes or skin conditions type: skin irritation"). In (B)(6) 2013, the patient experienced feeling abnormal ("brain fog"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)\abdominal cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)"), adenomyosis ("uterine adenomyosis") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced trismus ("lockjaw"). On an unknown date, the patient experienced alopecia ("hair loss"), pelvic adhesions ("possible pelvic adhesions"), back pain ("back pain") and abdominal discomfort ("abdominal pressure"). The patient was treated with surgery (hysterectomy. (Partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and abdominal discomfort had resolved and the diverticulitis, menorrhagia, vaginal discharge, dermatitis allergic, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, feeling abnormal, inflammation, adenomyosis, pelvic adhesions, vaginal haemorrhage, migraine, trismus, nausea, back pain, erythema, dry skin and skin irritation outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, alopecia, back pain, bladder disorder, dermatitis allergic, diverticulitis, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, inflammation, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, skin irritation, trismus, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, bladder/urinary problems, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: 1. Free retroperitoneal air surrounding the right kidney with free fluid along the right perinephric space and right anterior para renal space extending into the right hemipelvis likely related to duodenal perforation. 2. Nasobiliary drain has its tip in the left biliary ductal system. Mild right intrahepatic biliary ductal dilatation is seen in this patient post cholecystectomy. 3. The bladder is the report please also add 4. No localized fluid collections to suggest abscess. 5. Trace bilateral pleural effusions with bibasilar atelectasis; on (B)(6) 2013: impression: 1. Nasobiliary tube in place with right retroperitoneal fluid similar in volume to the prior study.there has been some interval decrease in the amount of right retroperitoneal air. 2. Slight decrease in intraperitoneal fluid in the pelvis. 3. Bilateral pleural effusions, right greater than left, with some compressive atelectasis bilaterally unchanged; on (B)(6) 2013: impression: 1. Large right-sided retroperitoneal abscess which has a more loculated appearance than on a study of (B)(6) 2013. 2. Mild right basilar atelectasis. 3. Status post cholecystectomy with mild pneumobilia; on (B)(6) 2013: impression: 1. A percutaneous pigtail catheter is seen in the right iliac fossa. Immediately medial andsuperomedial to this is a small cylindrical fluid collection measuring up to 2.0 x 1.8 x 8.5 cm is maximal diameter, which is vertically oriented from the level of the lower pole right kidney to the level of the mid 1.5 vertebra. 2. Statue post cholecystectomy. The mild intra- hepatic pneumobilia is probably due to reflux of air from the duodenum due to incompetent sphincter of oddi. 3. Mild sigmoid diverticulosis without CT evidence of diverticulitis. 4. No evidence of extravasation of oral contrast on the current study. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Everything looked good. Lot number (886080) is not valid. Lot number: 664654 manufacturing date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and diverticulitis ('diverticulitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diverticulitis (seriousness criterion medically significant), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), rash ("allergy - rash/skin condition"), skin disorder ("allergy - rash/skin condition"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), feeling abnormal ("brain fog"), inflammation ("inflammation"), adenomyosis ("uterine adenomyosis") and pelvic adhesions ("possible pelvic adhesions"). The patient was treated with surgery (hysterectomy. (Partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the diverticulitis, menorrhagia, vaginal discharge, rash, skin disorder, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, feeling abnormal, inflammation, adenomyosis and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, bladder disorder, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, inflammation, menorrhagia, pelvic adhesions, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, bladder/urinary problems, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s)(unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : previously reported event "injury" nos was replaced with pelvic pain. Additional events added - pain - dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), abdominal, bleeding - menorrhagia (heavy menstrual bleeding), allergy - rash/skin condition, uti, bladder problems. ,urinary problems, vaginal. Discharge, fatigue, hair loss, brain fog, inflammation, diverticulitis, uterine adenomyosis, possible pelvic adhesions. Event outcome was added for the events: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal. Lab data was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic\ right side pain') in an adult female patient who had essure (batch no. 886080, 664654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterus enlarged. Concomitant products included ibuprofen (excedrin ib) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("uti\infection type: uti") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced diverticulitis ("diverticulitis"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergy - rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), inflammation ("autoimmune disorder type-inflammation"), nausea ("nausea"), erythema ("rashes or skin conditions type: very dry skin with redness"), dry skin ("rashes or skin conditions type: very dry skin with redness") and skin irritation ("rashes or skin conditions type: skin irritation"). In (B)(6) 2013, the patient experienced feeling abnormal ("brain fog"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)\abdominal cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)"), adenomyosis ("uterine adenomyosis") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced trismus ("lockjaw"). On an unknown date, the patient experienced alopecia ("hair loss"), pelvic adhesions ("possible pelvic adhesions"), back pain ("back pain") and abdominal discomfort ("abdominal pressure"). The patient was treated with surgery (hysterectomy. (Partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and abdominal discomfort had resolved and the diverticulitis, menorrhagia, vaginal discharge, dermatitis allergic, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, feeling abnormal, inflammation, adenomyosis, pelvic adhesions, vaginal haemorrhage, migraine, trismus, nausea, back pain, erythema, dry skin and skin irritation outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, alopecia, back pain, bladder disorder, dermatitis allergic, diverticulitis, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, inflammation, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, skin irritation, trismus, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, bladder/urinary problems, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: 1. Free retroperitoneal air surrounding the right kidney with free fluid along the right perinephric space and right anterior para renal space extending into the right hemipelvis likely related to duodenal perforation. 2. Nasobiliary drain has its tip in the left biliary ductal system. Mild right intrahepatic biliary ductal dilatation is seen in this patient post cholecystectomy. 3. The bladder is the report please also add 4. No localized fluid collections to suggest abscess. 5. Trace bilateral pleural effusions with bibasilar atelectasis; on (B)(6) 2013: impression: 1. Nasobiliary tube in place with right retroperitoneal fluid similar in volume to the prior study.there has been some interval decrease in the amount of right retroperitoneal air. 2. Slight decrease in intraperitoneal fluid in the pelvis. 3. Bilateral pleural effusions, right greater than left, with some compressive atelectasis bilaterally unchanged; on (B)(6) 2013: impression: 1. Large right-sided retroperitoneal abscess which has a more loculated appearance than on a study of (B)(6) 2013. 2. Mild right basilar atelectasis. 3. Status post cholecystectomy with mild pneumobilia; on (B)(6) 2013: impression: 1. A percutaneous pigtail catheter is seen in the right iliac fossa. Immediately medial andsuperomedial to this is a small cylindrical fluid collection measuring up to 2.0 x 1.8 x 8.5 cm is maximal diameter, which is vertically oriented from the level of the lower pole right kidney to the level of the mid 1.5 vertebra. 2. Statue post cholecystectomy. The mild intra- hepatic pneumobilia is probably due to reflux of air from the duodenum due to incompetent sphincter of oddi. 3. Mild sigmoid diverticulosis without CT evidence of diverticulitis. 4. No evidence of extravasation of oral contrast on the current study. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Everything looked good. Concerning the injuries reported in this case, the following one was described in patients medical record confirming: diverticulosis, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received. Reporter information added. Events: rashes or skin conditions type: skin irritation, very dry skin with redness added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic\ right side pain') and diverticulitis ('diverticulitis') in an adult female patient who had essure (batch no. 886080, 664654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterus enlarged. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diverticulitis (seriousness criterion medically significant), abdominal pain ("pain (abdominal)\abdominal cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergy - rash/skin condition"), urinary tract infection ("uti\infection type: uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), feeling abnormal ("brain fog"), inflammation ("inflammation"), adenomyosis ("uterine adenomyosis"), pelvic adhesions ("possible pelvic adhesions"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), trismus ("lockjaw"), nausea ("nausea"), back pain ("back pain") and abdominal discomfort ("abdominal pressure"). The patient was treated with surgery (hysterectomy. (Partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and abdominal discomfort had resolved and the diverticulitis, menorrhagia, vaginal discharge, dermatitis allergic, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, feeling abnormal, inflammation, adenomyosis, pelvic adhesions, vaginal haemorrhage, migraine, trismus, nausea and back pain outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, alopecia, back pain, bladder disorder, dermatitis allergic, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, inflammation, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, trismus, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, bladder/urinary problems, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: free retroperitoneal air surrounding the right kidney with free fluid along the right perinephric space and right anterior para renal space extending into the right hemipelvis likely related to duodenal perforation. Nasobiliary drain has its tip in the left biliary ductal system. Mild right intrahepatic biliary ductal dilatation is seen in this patient post cholecystectomy. The bladder is the report please also add no localized fluid collections to suggest abscess. Trace bilateral pleural effusions with bibasilar atelectasis; on (B)(6) 2013: impression: nasobiliary tube in place with right retroperitoneal fluid similar in volume to the prior study. There has been some interval decrease in the amount of right retroperitoneal air. Slight decrease in intraperitoneal fluid in the pelvis. Bilateral pleural effusions, right greater than left, with some compressive atelectasis bilaterally unchanged; on (B)(6) 2013: impression: large right-sided retroperitoneal abscess which has a more loculated appearance than on a study of (B)(6) 2013. Mild right basilar atelectasis. Status post cholecystectomy with mild pneumobilia; on (B)(6) 2013: impression: a percutaneous pigtail catheter is seen in the right iliac fossa. Immediately medial and superomedial to this is a small cylindrical fluid collection measuring up to 2.0 x 1.8 x 8.5 cm is maximal diameter, which is vertically oriented from the level of the lower pole right kidney to the level of the mid 1.5 vertebra. Statue post cholecystectomy. The mild intra- hepatic pneumobilia is probably due to reflux of air from the duodenum due to incompetent sphincter of oddi. Mild sigmoid diverticulosis without CT evidence of diverticulitis. No evidence of extravasation of oral contrast on the current study. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Everything looked good. Concerning the injuries reported in this case, the following one was described in patients medical record confirming: diverticulosis, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received; reporters were added. Lot no. Was added. New events- abnormal bleeding (vaginal), migraines / headaches, lockjaw, back pain, abdominal pressure were added. Concomitant conditions were added. Lab test was added & updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic\ right side pain') in an adult female patient who had essure (batch no. 886080-not valid, 664654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterus enlarged. Concomitant products included ibuprofen (excedrin ib) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("uti\infection type: uti") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced diverticulitis ("diverticulitis"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergy - rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), inflammation ("autoimmune disorder type-inflammation"), nausea ("nausea"), erythema ("rashes or skin conditions type: very dry skin with redness"), dry skin ("rashes or skin conditions type: very dry skin with redness") and skin irritation ("rashes or skin conditions type: skin irritation"). In (B)(6) 2013, the patient experienced feeling abnormal ("brain fog"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)\abdominal cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)"), adenomyosis ("uterine adenomyosis") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced trismus ("lockjaw"). On an unknown date, the patient experienced alopecia ("hair loss"), pelvic adhesions ("possible pelvic adhesions"), back pain ("back pain"), abdominal discomfort ("abdominal pressure"), headache ("headache") and hereditary multiple osteochondromas ("hmo") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Partial),salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and abdominal discomfort had resolved and the diverticulitis, menorrhagia, vaginal discharge, dermatitis allergic, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, feeling abnormal, inflammation, adenomyosis, pelvic adhesions, vaginal haemorrhage, migraine, trismus, nausea, back pain, erythema, dry skin, skin irritation, headache and hereditary multiple osteochondromas outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, alopecia, back pain, bladder disorder, dermatitis allergic, diverticulitis, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, headache, hereditary multiple osteochondromas, inflammation, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, skin irritation, trismus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, bladder/urinary problems, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: 1. Free retroperitoneal air surrounding the right kidney with free fluid along the right perinephric space and right anterior para renal space extending into the right hemipelvis likely related to duodenal perforation. 2. Nasobiliary drain has its tip in the left biliary ductal system. Mild right intrahepatic biliary ductal dilatation is seen in this patient post cholecystectomy. 3. The bladder is the report please also add 4. No localized fluid collections to suggest abscess. 5. Trace bilateral pleural effusions with bibasilar atelectasis; on (B)(6) 2013: impression: 1. Nasobiliary tube in place with right retroperitoneal fluid similar in volume to the prior study. There has been some interval decrease in the amount of right retroperitoneal air. 2. Slight decrease in intraperitoneal fluid in the pelvis. 3. Bilateral pleural effusions, right greater than left, with some compressive atelectasis bilaterally unchanged; on (B)(6) 2013: impression: 1. Large right-sided retroperitoneal abscess which has a more loculated appearance than on a study of (B)(6)2013. 2. Mild right basilar atelectasis. 3. Status post cholecystectomy with mild pneumobilia; on (B)(6)2013: impression: 1. A percutaneous pigtail catheter is seen in the right iliac fossa. Immediately medial and superomedial to this is a small cylindrical fluid collection measuring up to 2.0 x 1.8 x 8.5 cm is maximal diameter, which is vertically oriented from the level of the lower pole right kidney to the level of the mid 1.5 vertebra. 2. Statue post cholecystectomy. The mild intra- hepatic pneumobilia is probably due to reflux of air from the duodenum due to incompetent sphincter of oddi. 3. Mild sigmoid diverticulosis without CT evidence of diverticulitis. 4. No evidence of extravasation of oral contrast on the current study. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Everything looked good. Lot number (886080) is not valid. Lot number: 664654 manufacturing date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event headache, weight gain and hmo were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.